Event description:
An alarm was heard and confirmed by telemetry as a critical alarm due to safe state and reset- low battery. Per reporter, to his knowledge, patient had not experienced any symptoms. The pump was replaced. Patient recovered without sequelae. Drugs delivered via the device were morphine, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted:(B)(6) 2006, explanted: unk; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.